Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4).

Event description:
It was reported that on (B)(6) 2014 the procedure was to treat a 95% stenosed lesion in the proximal right coronary artery (rca). The patient was diagnosed with chronic stable angina. Pre-dilatation was performed with a 3.0 x 12 balloon prior to deployment of a 3.0 x 48 mm xience xpedition stent. Post-dilatation was performed with a 3.25 x 15 mm balloon up to 27 atmospheres for 11 inflations. The stent implant was confirmed to be fully apposed to the vessel wall on angiography. On (B)(6) 2015, the patient was experiencing chest pain and underwent an angiogram. In-stent restenosis of the xience xpedition stent was observed. A 2.0 x 10 mm balloon catheter was used to pre-dilate the proximally placed restenosed stent and a 3.5 x 12 mm nc balloon was used to further dilate the lesion up to 12 atmospheres (atm). A 3.5 x 12 mm nc balloon was advanced to the mid rca and inflated to 20 atm. A 3.5 x 20 mm drug eluting balloon was crossed to the mid rca and inflated to 13 atm for 12 minute and was again, followed by a 4.0 x 12 nc balloon to further dilate the proximally placed stent. A 4.0 x 18 mm non-abbott stent was crossed and deployed successfully at 20 atmospheres and the same nc balloon was used to post-dilate the stent to 26 atm. The patient was confirmed to be compliant with dual antiplatelet therapy. No additional information was provided.